Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly and do not encounter freezes or other malfunction. Review of the extracted logs did not permit to see any findings regarding this event as no malfunction were visible (on 2-january-2026 and for days before). Since no findings were available, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that a temporary hardware or software related issue caused the reported behavior. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 2-january-2026, the programmer encounter freezes, leading the physician to remove multiple times the battery. Afterward, the programmer still encountered multiple issues.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the programmer encounter freezes, leading the physician to remove multiple times the battery. Afterward, the programmer still encountered multiple issues.